Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a blade lifted occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. A 10/3.00mm flextome¿ cutting balloon¿ was selected for treatment. During the procedure, pre dilation was performed to check existing calcified lesion by ivus. During removal of the device, resistance was felt in the entrance of the unspecified guiding catheter. Upon checking the device outside the patient's body, it was noted that the blade broke off from the flex point part of the blade but was not completely detached from the balloon. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. An examination of the device identified that one of the blades had slightly lifted on the balloon and was bent out of shape. The blade was still attached to the balloon. No pieces of blade were found to have detached. All other blades were fully intact. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. A visual examination of the returned device identified no issues along the length of the device. No other issues were noted during product analysis. There was no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a blade lifted occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. A 10/3.00mm flextome¿ cutting balloon¿ was selected for treatment. During the procedure, pre dilation was performed to check existing calcified lesion by ivus. During removal of the device, resistance was felt in the entrance of the unspecified guiding catheter. Upon checking the device outside the patient's body, it was noted that the blade broke off from the flex point part of the blade but was not completely detached from the balloon. The procedure was completed with this device. No patient complications were reported.